Manufacturer narrative:
Per the surgeon, a wound dehiscence was developed over the superior-anterior face of his device. It was also reported that mrsa (cuture obtained) and the patient was treated with oral and topical antibiotics. This report is submitted on october 27, 2021.

Manufacturer narrative:
This report is submitted on october 14, 2021.

Event description:
Per the clinic, the patient experienced pain at the implant site. The receiver stimulator had extruded. The device was explanted on (B)(6) 2021. The patient was not re-implanted with another device.